Manufacturer narrative:
The subject device referenced in this report was not returned, therefore the device evaluation could not be completed at this time. In troubleshooting the issue with olympus technical support via the phone, the reporter was not in front of system at time of call. The customer was to call to olympus for additional troubleshooting. No additional information was provided. The exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
The user facility reported to olympus there was an ultrasound image, but no gi evis image. Color bars were present until the maj-1430 video scope cable was connected, then there was no gi evis image, it was just black. At one point, there was a faint image. The customer swapped the evis exera iii video system center, evis exera iii xenon light source, and the ultrasound scope. The 190 series scopes had an evis image. No reported patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Since the color bar appeared when the scope was not connected and the image appeared when the 190 scope was connected, it is assumed that the image processing unit of the device had no problem and there was a problem with the input system from the video connector socket. The probable cause of the accidental failure of the part on the patient board set and wear of the video connector socket was due to the repeated use for a long period of time. In addition, the failure of the scope connection was likely due to the user's unreasonable force, which resulted in the symptom that the endoscope image was not displayed. The IFU (instruction for use) provides guidelines: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Do not touch the video connector socket and scope cable electrical contacts of the video system center. Otherwise, the video system center may malfunction. Do not apply excessive force to the videoscope cable or the camera head by bending, stretching, or crushing it. Also, do not pull a bundle of camera cables, as this may cause internal wire disconnection. When an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If you remove the video connector, hold this product with your hand to prevent move. Pull out the video connector of the scope cable while pushing the lock release lever of this product. Hang the removed video connector on the scope cable holder.

Manufacturer narrative:
On 01-mar-2021 the following additional information was received from the customer: the event occurred prior to a therapeutic procedure (name was unknown). Model maj2056 (ultrasound detachable cable) serial number unknown was involved in the event. There was no delay in the procedure and the same device was used to complete the procedure. The maj2056 connector was determined to be faulty and was replaced which the faulty connector has since been returned and repaired by olympus. The following information was unknown: if the settings and connections were checked and found to be correct, if there were any error codes, and if there were any abnormalities upon inspection. As of the date of this supplemental report, the cv-190 evis exera iii video system center, serial number (B)(6) documented in the initial report has not been returned to olympus for evaluation.